Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.

Event description:
The event is reported as: complaint alleges: foley balloon did not deflate upon attempts to remove the catheter. Pt had to have the catheter removed surgically. The nurse who made the complaint refused to give any info regarding the pt's condition citing the hipaa privacy law. No other info available. No reported pt injury.